Event description:
The customer reported that no sound was coming from the speaker and they were getting a speaker malfunction inop error message. The device was not in clinical use at the time the issue was discovered. There was no patient involvement.